Event description:
Customer reported on a bravo capsule that failed to detach from esophagus. The capsule was deployed 8 days ago, but after the pt had an x-ray, the capsule was still attached to esophagus. The pt is complaining of pain and irritation when she swallows. The doctor received the required info including a technique to detach a retained capsule. The doctor removed the bravo capsule with a snare 10 days after the capsule placement.